Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens implant procedure, eye doctor had to re-do surgery at least four times at the time of reporting, in order to get the correct power prescription. After reviewing patient records and doing own research, patient thought that they put the wrong lens in the wrong eye. They put the lens that corrects for astigmatism in the eye that did not need any and put the lens without any astigmatism for it, in opposite eye by mistake. Patient was going to see someone else for a second opinion. There are two medical device reports associated with this patient. This report is associated with the 1 of 2 eye. Additional information was requested, but further no information was available.